Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation, it was discovered that the implantable cardioverter defibrillator was post paced t-wave oversensing. The patient did not receive therapy as a result of the oversensing. The device was reprogrammed and the issue was resolved. The patient was stable throughout the procedure.